Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Investigation summary: an empty opened overwrap packet of product was returned for analysis. No suture was returned for evaluation to determine the assignable cause of the suture breakage. Additional information was requested and the following was obtained: 1- was there an issue of breakage with code (B)(4) lot lah125? - no suture was returned for code (B)(4) for evaluation. 2-was there an issue with the product (B)(4) lot kmp968 suture experienced breakage? - yes, sorry. From what I understand, the actual suture was breaking. Not the thread. 3- please confirm which of the products should be considered for this complaint case. - I¿m assuming (B)(4) lot kmp968

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. During the procedure, the suture was breaking. A different type device was used to complete the procedure with no adverse patient consequences. No additional information was provided.